Manufacturer narrative:
Continuation of d10: 479888 lead, implanted (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were drowsy when their cardiac resynchronization therapy pacemakers (crt-p) programmed lower rate was fifty beats per minute. The patient noted that the programmed lower rate was raised to sixty beats per minute per their request and their apple watch subsequently captured their heart rate at fifty-four beats per minute which was below the crt-p programmed lower rate of sixty beats per minute. The crt-p remains in use. No further patient complications have been reported as a result of this event.